Event description:
Reference number (B)(4) event occurred in germany it was reported that, the patient went to emergency room and was hospitalised due to high blood glucose levels on (B)(6)2024. Patient's blood glucose level was 1400 mg/dl and was treated via insulin drips. Patient was hospitalised for 1 weeks. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6) patient country: germany h11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.